Manufacturer narrative:
The complaint was received and forwarded on to the manufacturing facility for investigation. A review of the manufacturing device history record could not be conducted because the lot number was not provided. We have analysed the provided information, but with the limited information we cannot determine the specific cause for the reported concern. The sample was received and detailed investigation on the reported concern was conducted based on the sample received. A visual examination was completed by quality and engineering management and no non-conformance was noted on the unit received. The returned sample was tested by our laboratory for suction testing at a minimum vacuum pressure of -150mmhg and a maximum vacuum pressure of -685mmhg and the flex liner functioned as designed with both extremes vacuum pressures. The unit tested did seal hermetically to the outer canister and mechanical shut off valve rose up when flex advantage liner became full of fluids until eventually it came in contact with the under surface of the flex lid, closing the vacuum orifice and preventing further vacuum from entering the canister, thus stopping inflow of fluid waste. Further to that, the sample received was subjected to a leak test and it met the test requirements. This is the second complaint received from this customer in regards with this reported concern. However, based on the investigation, we have concluded that the medi-vac flex advantage liner is free of defects or functional problems. Without a specific assignable cause and replication of the reported incident, no specific corrective action can be completed; however, we will continue to monitor concerns such as these for possible future action. Key production and quality personnel have been made aware of this reported incident through the investigation process.

Event description:
It was noticed a dysfunction of the vacuum system (suction interrupted) during the procedure. No report of patient injury, but a report that there was a delay in the procedure.